Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting high capture thresholds. The patient was then sent for chest x-ray, where it appeared that the lead had dislodged. The patient was brought into clinic on (B)(6) 2019, where the physician added additional slack to the lead because the tip was still implanted within the tissue. The patient's condition was stable.